Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings and received a change sensor alarm and calibration error alarm. The customer's blood glucose was over 200 mg/dl and sensor glucose was 70 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was over 255 mg/dl and sensor glucose was 40 mg/dl at the time of call. The customer had blood glucose of 224 mg/dl. The customer stated that a bad sensor alert occurred after a 2nd consecutive calibration error alarm. The customer was explained how glucose travel in the body. The sensor will be returned for analysis.